Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description proided states that on implantation into the eye, the edge of the lens was noted to be broken. The iol was explanted and exchanged during the original surgery session. The healthcare facility confirms that there was no harm or injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The additional information received states that the healthcare facility identified an unspecified fault with the injector at a later stage - no description of the reported fault has been provided to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 044238790 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 044238790. Despite requests for additional information to facilitate further investigation of the event, no responses have been forthcoming from the healthcare facility or the importer. There is insufficient evidence and information available to determine the toot cause of the event.

Event description:
On 11th october 2024, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone spheric rao100c. The event description provided states that on implantation into the eye the edge of the lens broke necessitating its removal and exchange.